Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 15mmx3.25mm wolverine coronary cutting balloon was selected for use. During unpacking, the balloon was found torn/ruptured when it was opened. The procedure was completed with another of the same device. There was no patient involvement.